Event description:
It was reported that during the implant of the patient's multiple leads, a pneumothorax occurred. It was not determined which lead may have caused the event. It was also reported that no intervention was required as the pneumothorax was small and that the patient was free of complaints. The entire system is still in use. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.